Event description:
Crew was preparing to load pt into ambulance on ferno stretcher; when equipment was put into the "load" position, the wheels (foot end) collapsed causing foot end of stretcher to strike the ground. Pt then complained of lower back pain which was not the original complaint. Crew states the stretcher "lock" was in place and had not been disengaged by either of them. Pt was transported to ER for eval of initial complaint and aforementioned complaint. It is unk if pt was admitted to hospital.